Event description:
Versajet quit working half way through the case. The device would not advance water and unable to prime the air out of the line. Performed troubleshooting techniques in guide book. A new hand piece was opened to complete the procedure.what was the original intended procedure?hydrosurgical ablation.device #1is this a laboratory device or laboratory test?no.